Event description:
Caller states the patient tested greater than 4.0 inr on the coaguchek s system and 3.7 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller is unsure which device produced result.